Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. The returned sample was visually inspected and found to be non-conforming with the inner cutter in the port and orange/brown foreign material around the port and on the inner cutter. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be non-conforming for actuation and aspiration with the inner cutter remaining in the port during testing. The cut functionality of the probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. No presence of adhesive was observed on the inner cutter. The cutter/coupling adhesive bond fillet was visually inspected and found to be conforming. Wear marks were observed at one location along the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The evaluation confirmed that the returned probe had an actuation failure and, unrelated to the reported event, indicated that the probe had an aspiration failure. The cut functionality of the returned probe was unable to be tested, however, the observed actuation failure would have led to the reported cut failure. The cause of the aspiration failure is the inner cutter remaining in the port of the needle due to the actuation failure, obstructing aspiration flow through the probe. The root cause for the observed actuation failure is the separation of components within the probe. It appears that during surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. The procedure was reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a cutter could not actuate and cutting failure of the cutter occurred during surgery. The condition of aspiration is unknown. The surgery was completed after replacing the product with another one. There's no patient harm.